Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages, check te pad messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the electrode belt distribution node. The pulse wire heat shrink solder joint at the front pulse wires was damaged in the distribution node. The root cause for the damaged connection could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing check belt and check te pad messages.